Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. B3: exact date is unk. Assumed the first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: I saw the damaged box. One side of the box was ripped at the side. Sterility of some of the pencils is affected by this damaged box additional information was requested, and the following was obtained: according to the additional information it stated, ¿sterility of some of the pencils is affected by this damaged box¿. We need to know the exact number of pencils that the sterility was affected. Answer: I did not open the box - it was sent back to wqc - but I don¿t believe all 20 pencils were involved. But the customer wanted the entire box replaced because of the damaged corner and you could see that there were impacted pencils by looking through the hole in the box this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the loading dock received their order last week they received one damaged box of smoke evacuation pencils. Customer stated that they would have kept them but the product packaging is also damaged. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2023.

Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 251010j device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the packaging was damaged; it was noted to have a cut in the packaging, due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage all ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot: 2208230, and no non-conformances were identified.